Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify but unable to duplicate the reported issue. Stryker retorqued battery wire harness and reseated internal connectors to the power, system and therapy pcb assemblies, as a preventive service action. The technician also replaced the contact pcb due to worn and tarnished pins as a preventative action. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.